Event description:
A blood leak occurred immediately after start of hemodialysis treatment. The dialyzer was at the 14th reuse. The leak was observed with leak detector. Blood loss volume is around 200cc, since the blood was not returned to the patient.